Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was repositioned due to patient's discomfort. Additional information indicates that the patient's discomfort was related to the device as the lateral location of the device in addition to its placement on top of the lead was wrapped. In addition, additional bulk of a capped chronic lead caused it to protrude more on this patient who was very thin. There was no migration noted. The pacemaker remains in service. No additional adverse patient effects were reported.